Manufacturer narrative:
The investigation for the reported hemolysis and saturated flow has been completed. The cut pump was returned for investigation. Biomaterial was observed on the inlet cage. No other signs of physical evidence were reported. No further investigation was performed due to the cut catheter. Data logs show a motor current spike while the pump was running on steady p-level 6. There was no trend in the placement signal during saturated flow and hemolysis issue. The saturated pump flow returned to normal at the end of the case run. The cause of the hemolysis issue was most likely biomaterial. The biomaterial could also lead to saturated pump flow. Added- d9 device return date d4-corrected model number f6/f8-should have been left blank in the initial report. G1 reporting contact fax number missing h6 health imapct code omit 4642 additional device required, 4624 surgical intervention, 4641 unexpected medical intervention, and 4627 device explantation. Coded incorrectly.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a 59-year old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported that hemolysis and pump saturation occurred. The patient had been on impella 5.5 for over 30 days. The decision was made to explant the 5.5 and re-implant another 5.5. The patient remains stable.